Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 340 mg/dl while wearing the pod longer than 48 hours. The pod¿s cannula was found bent while wearing it on the abdomen. For treatment, the patient gave a injection with an insulin pen, after the bolus from pod did not work.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be kinked and twisted. Investigation found the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. It cannot be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. No issues were found with the adhesive pad that would contribute to skin irritation. Inspection of the cannula assembly and bottom housing found the distal tip of the formed needle to be blunt. Scratches were found on the top housing above the piezo. Upon removal of the top housing, the ratchet gear and reservoir cap were found to be damaged. The downloaded data shows no signs of struggle, pulse width increases, or abnormalities in the rotational sensor data. The device ran for 2867 pulses, indicating damages to the top housing and internal components occurred post use. It cannot be determined if the damages contributed to the reported events. The downloaded data generated an 0x33 hazard alarm. The pod was able to successfully communicate with a pdm, but was initially unable to complete its priming sequences or deliver a bolus due to damages to the drive mechanism and reservoir. After replacing the damaged components with functional unused components, the pod was able to successfully complete its priming sequences and deliver 5 unit bolus. Investigation found no defects or deficiencies that would contribute to a communication error.